Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that 6 months post implant, the battery impedance was at 4 kohms and 7 kohms at the time of replacement. The device was in vvi reset mode and could not be programmed. After removal, measured data indicated a low pulse amplitude.